Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, battery compartment was cracked and the force sensor calibration check is not detecting correct force. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows evidence of ¿loss of prime¿ warnings associated with non-zero low force. An ¿ezprime¿ sequence was successfully completed. Pump was exercised for 24 hours with no loss of primes were duplicated during this time. The force sensor calibration check showed the pump is not detecting the correct force. The pump cover was removed for investigation. Force sensor pins seated and solder connections intact. The force sensor resistance was found to be in specifications. No evidence of contamination or cracked force sensor traces. The display screen was observed to have a pinkish contrast. The battery compartment is cracked near the case seal. The loss of prime complaint was verified in the black box but was not duplicated during the investigation. (B)(6).